Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The tip was in good condition and there were found burn marks on fiber jacket. Microscope inspection identified that the light was not passing through the connector. Functional testing did not identify aiming beam indicating an internal connector fracture. Therefore, the complaint against the fiber was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The device instructions for use (IFU) was reviewed. The IFU states: the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. Based on all information available, the investigation cause code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation for a lithotripsy procedure, there were black spots on the fiber lens. This event occurred outside the patient. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication. After that, the fiber was received for analysis and during inspection was observed that there was no light exiting the connector face indicating an internal connector fracture.